Manufacturer narrative:
Patient information : (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect (B)(6) ag/ab and architect (B)(6) qualitative ii results for several samples. The following data was provided: (B)(6) male patient: (B)(6) ag/ab result = 1.95 s/co and 1.39 s/co (reactive), confirmatory testing on roche was nonreactive; (B)(6) ag/ab result = 1.79 s/co and 2.32 s/co (reactive), repeated nonreactive with another method; (B)(6) ag/ab result = 1.22 s/co and 5.03 s/co (reactive), repeated nonreactive with another method; (B)(6) male patient: (B)(6) results = 1.27 and 1.29, confirmatory testing on roche was nonreactive, it is unknown if additional (B)(6) neutralizing confirmatory testing was completed. Additional data was received: (B)(6) ag/ab results = 1.60 s/co and 1.82 s/co (reactive) ; (B)(6) ag/ab results = 1.40 s/co (reactive). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced multiple parts including the valve, bypass, 2 way. The valve, bypass, 2 way was determined to be the likely cause. Return testing was not completed as returns were not available. A review of instrument service history for architect i2000sr (B)(6) , identified no contributing factors to the current complaint and no further occurrences of discrepant hiv ag/ab or hbsag results were reported. A review of tracking and trending for the architect i2000sr did not identify any trends. A review of tracking and trending for the valve, bypass, 2 way did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the valve, bypass, 2 way or architect i2000sr processing module, serial number (B)(6) was identified.